Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy with a homechoice. The patient was not hospitalized prior to his death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Internal and external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. An event history log review and service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.